Event description:
The implantable cardiac defibrillator was explanted when it was determined that the pt could not tolerate the charge time. The cap maintenance charge time was 28.2 seconds. The unloaded batter voltage was 2.8v.